Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred between a month and a month and a half prior to the alert date of (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿93mg/dl¿ with the subject meter and ¿26mg/dl¿ on an emergency medical services (ems) meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue; taking 16 units of levemir insulin in response to the result of ¿93mg/dl¿. At 4:30am on (B)(6) 2016 the patient experienced feeling ¿dizzy¿ and shortly after ¿passed out¿ and was ¿unresponsive¿. The patient¿s partner called the ems and when they arrived they measured the patient¿s blood glucose as ¿26mg/dl¿ on their own meter. In response to this the patient was given IV glucose by the ems. The patient was taken to hospital and had been admitted for a few days until their condition stabilized. The patient was given a ¿new sliding scale¿ to administer insulin on, but did not provide any further details about this. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient required medical intervention from a healthcare professional as a result of this.